Event description:
The customer called to report that the metal piece of the driver block fell out of the pump. The customer stated that the driver arms are no longer staying up when locked into place. Advised the customer to discontinuted the pump use and contract the doctor for back up plan of manual injections.